Event description:
The customer alleged the audio alarm did not function. The nellcor puritan-bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self-testing. It is not verified that the alarm did not function and no malfunction may have occurred; however, the alarm assembly was replaced as a precautionary measure. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.